Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (medication, dose, programmed amount and delivery rate unknown) in the "6d" care area. The customer stated that after the completion of a secondary infusion, 30 milliliters remained in the secondary intravenous bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.